Event description:
It was reported that within four days post implant, the right ventricular (rv) lead had dislodged. The rv lead was repositioned but within three days, the rv lead had dislodged again. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).